Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. This report is for an unknown philos plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kloen p., donders j., eekhoff m., hamdy r. (2018) pauwels osteotomy for femoral neck nonunion in two adult siblings with osteogenesis imperfecta. Hip & pelvis. Volume 30, number 1, pages 53 - 59 ((B)(6)). This is a retrospective review of two adult siblings with osteogenesis imperfecta (oi) type iii (according to sillence classification), who sustained a spontaneous femoral neck fracture and subsequent nonunion. The diagnosis of oi in these two patients was made based on clinical, radiological and genetic findings. Case 1 is a (B)(6) female (height, 120 cm) who was initially treated with two unknown cancellous screws to address oi type iii (sillence classification), was treated with an unknown plate fixation with cerclage wires at 2.5 months due to iatrogenic fracture. She then underwent pauwels type osteotomy with an unknown synthes titanium philos plate to address both a femoral neck nonunion and the ipsilateral subtrochanteric iatrogenic nonunion. Seven months after, she sustained a left distal femur fracture for which she was treated with a medial sided philos plate and allograft bone chips. At 4.5 years, she had new onset pain in her left groin during sitting. A CT showed a fresh fracture of the left ramus inferior os pubis. There was full incorporation of the allograft and healing of the subtrochanteric iatrogenic/pathologic fracture. Case 2 is a (B)(6) male (height, 135 cm) with an oi type iii phenotype (sillence classification), who was treated for a femoral neck fracture 5 months prior. Initial treatment was a pauwels valgus subtrochanteric osteotomy and fixation of the femoral neck with a locking screw in a long spanning 4.5 lcp titanium pelvic reconstruction plate (depuy synthes). Five months later there was no healing of the femoral neck fracture. The pauwels osteotomy had healed. There was ongoing hip pain and he could not ambulate as well as before. Further valgization was done using 2 separate plates and two screws in the femoral neck for improved fixation and stability. At 2 months after surgery plain radiographs and a CT showed healing of the femoral neck and of both osteotomies. This report is for an unknown synthes titanium philos plate. This report is 1 of 4 for (B)(4).